Manufacturer narrative:
A review of the device history record was performed from the date of manufacture to the date of product release for distribution which confirmed that this device was not involved in a production failure which correlates to the customer reported issue. A review of the complaint history was performed which did confirm similar complaints with the same or related failure mode. The customer stated that there was no patient involvement.

Event description:
(B)(4). There was no patient involvement. (B)(4). Physical damage. Customer stated all channels error 263 was confirmed due to bad nicad and lithium batteries for they failed to hold charge, and lost calibration parameters. Replaced them with new batteries. Found broken up ail sensors on channel b and c, damaged keypad button, and missing lower housing. Replaced them all with new parts. (B)(4).

Manufacturer narrative:
A review of the device history record was performed from the date of manufacture to the date of product release for distribution which confirmed that this device was not involved in a production failure which correlates to the customer reported issue. A review of the complaint history was performed which did confirm similar complaints with the same or related failure mode. The customer stated that there was no patient involvement.

Event description:
(B)(4).